Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, it was reported that when removing the tubing set, it was noted that the upper part of the tubing set was divided into two. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.